Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds having low o2 and sieve beds were replaced. Additional malfunction was the 4 way valve was leaking.